Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. The reporter stated that moisture was present behind the pump display lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. Moisture was observed behind the display lens and the display screen was distorted due to the moisture. No moisture was found in the battery compartment. A leak was observed on the display lens during a leak test. The pump powered up with the appropriate audible and vibratory functions. The investigation was unable to complete the remaining performance testing due to the display issue. The pump was opened and moisture corrosion was found on the internal components and the printed circuit board.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).